Manufacturer narrative:
An event regarding revision due instability after a traumatic posterior cruciate ligament tear from a fall involving an unknown insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation :no medical records were received for review with a clinical consultant. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device ID and evaluation, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
As reported: "review of summary report submitted as part of an iis milestone revealed...date of right tka (B)(6) 2008; was revised on (B)(6) 2010 due to traumatic posterior cruciate ligament tear from fall, revised to ps knee". Update 19/december/2018: reporting facility confirmed there are no allegations against any stryker devices. Update 4-jan-2018 based on information received: fall 2 years after surgery that ruptured his posterior cruciate ligament and posterior capsule and he became unstable to anterior-posterior stress. We did nonoperative treatment of therapy and bracing and that did not help, so in 2010 frk went back in and revised his femoral component to a posterior stabilized femoral component and we ended up with an 18 mm posterior stabilized polyethylene tibial insert.